Event description:
This report is for a 1.5/1.1mm double drill sleeve.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.130.225. Lot: 2l96311. Manufacturing site: bettlach. Release to warehouse date: february 14, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red was returned and received at the us customer quality (cq). The guide on the 1.1 diameter side was broken at the shaft. No other issues could be identified with the returned portions of the device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Double drill guide 1.5/1.1. Investigation conclusion: the complaint condition is confirmed as the 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red is broken. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Reporter is a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date. The double drill sleeve for 1.5mm cortex screw/red was broken. Upon receiving new titanium variable angle modular hand set and a titanium variable angle locking screw, self tapping with stardrive recess 11mm was received with empty screw package. There was no patient involvement. This is report 1 of 2 for (B)(4).